Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the bleeding confirmed to be intraluminal or intraperitoneal? Intraperitoneal were any difficulties noted with device during initial procedure? No. What color cartridges were used? First one is gold (horizontally, the vertically ones are blue). Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. Were there any staple formation issues noted throughout the care of patient? No. Where on the staple line was the bleeding? This was halfway during the pouch sleeve, stomach pouch . How was the bleeding addressed? Clips were used. What is the current patient status? Patient was stable after surgery and discharged to home two days after initial surgery.

Event description:
It was reported that the patient, has been operated on a laparoscopic one anastomosis gastric bypass (oagb) on wednesday the 3rd of july. During the night after, the hb values dropped significantly which caused the surgeon to decide to reoperate the patient. During the relaparoscopy a staple line bleeding was discovered on the sleeve pouch of the oagb and was resolved to stop the bleeding. In total of 1000 cc of blood was lost. A transfusion was given.